Event description:
It was reported that customers device would not detect a patient connection, during a patient incident. The device continued to prompt "connect electrodes" after attaching the defibrillation electrodes to the patient. The customer then reported that the same electrodes that were connected to the device, worked normally on a back up device. There were no reported adverse effects to the patient as a result of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a resistor on the analog pcb assembly, designator (B)(4), which was not soldered. This lack of solder caused the "connect electrodes" failure. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.